Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 28dec2018. The philips field service engineer replaced the video graphic array (vga) controller board to resolve this issue. All required tests passed.

Event description:
Philips field service engineer (fse) reported a blank screen. There was no patient or user harm reported. The event date was not specified; estimate used.